Event description:
The patient has two leads with the same lot number. It was reported the patient experienced a cerebrospinal fluid lead during his trial procedure due to difficulty advancing the first lead. Post-op, the patient experienced a headache. It was also reported during the procedure, the patient also experienced right ankle pain. In turn, the patient's right ankle pain resolved without intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.